Event description:
The customer stated that her glucose readings had been lower than usual. While troubleshooting, she performed normal control tests and received a result of 57 mg/dl. The normal control range is 97-134 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips will be sent.